Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During preparation for the procedure, while advancing a smart coil through another manufacturer's microcatheter, the technician and physicians felt "grittiness" or "roughness" and decided not to advance the coil any further. The smart coil never came into contact with the patient and was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). Corrected from "k120330" to k151572. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.